Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) regarding a patient receiving morphine (dosage was unknown/concentration was unknown) via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient pump had volume discrepancies. At the refill on (B)(6) 2022, they were expecting 2.5 milli liter (ml) and got 18 ml. The healthcare provider (hcp) noted that in (B)(6) 2022 or (B)(6) 2022, the patient was ¿very sick, felt miserable¿ and was in the hospital for six days where she was diagnosed with pneumonia but caller believes it was withdrawal. The hcp stated that the patient did not experience any falls or other trauma and most recent refill on (B)(6) 2022 did not show a volume discrepancy. The hcp stated that there was nothing in the pump logs to indicate a problem. The hcp noted that patient has been in a lot of pain recently. The hcp mentioned that she did refill the pump today and added bupivacaine. It was stated that she will follow up with the hcp.

Event description:
Additional information was received from a patient and healthcare provider (hcp) via manufacturer representative (rep) indicated that a catheter kink occurred. The patient was switched to oral medications. The catheter was replaced on (B)(6) 2022. At the time of the report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted:(B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 2010-06-24 , UDI#: (B)(4). H6. Correction: patient code: e0733 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.